Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe2147, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an excision of back mass procedure on (B)(6) 2019 and suture was used. The problem of pulling off of suture needle when sewing the skin for the first stitch during the procedure. Changed to another one to complete the surgery. No additional information could be provided. There was no adverse patient consequence reported.